Manufacturer narrative:
B5: describe event or problem - updated with additional information received.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to bifurcated stent graft implantation procedure. Reportedly, a proglide suture was successfully preplaced. Two other proglide devices had the needles removed with the plunger and no suture came out. The sutures of another new proglide device was successfully pre-placed. The sheath was upsized to 21f and the implantation procedure was completed. Hemostasis was achieved with the two proglide sutures. Subsequent to the previously filed reports, the following information was received: reportedly, a proglide suture was successfully preplaced. Two other proglide devices had the needles removed with the plunger and no suture came out. A posterior foot detachment was noted upon removal of one of the proglide devices. The posterior foot was discarded. The suture of another new proglide device was successfully pre-placed. Hemostasis was achieved with the two proglide sutures. There was no adverse patient sequela. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to bifurcated stent graft implantation procedure. Reportedly, a proglide suture was successfully preplaced. Two other proglide devices had the needles removed with the plunger and no suture came out. The sutures of another new proglide device was successfully pre-placed. The sheath was upsized to 21f and the implantation procedure was completed. Hemostasis was achieved with the two proglide sutures. There was no reported clinically significant delay. Subsequent to the previously filed report, the following information was received: analysis of the returned device for the other cuff miss found a posterior foot break. The detached foot was not returned with the proglide device. The location of the detached foot is unknown. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to bifurcated stent graft implantation procedure. Reportedly, a proglide suture was successfully preplaced. Two other proglide devices had the needles removed with the plunger and no suture came out. The sutures of another new proglide device was successfully pre-placed. The sheath was upsized to 21f and the implantation procedure was completed. Hemostasis was achieved with the two proglide sutures. No additional information was provided.

Manufacturer narrative:
The device is being returned; however, it has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.